Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced erbe to resolve the issue. The system was verified and ready to use. The erbe was returned for failure analysis and the reported failure (error c-37 on start. Erbe not firing bipolar or monopolar energy c-38 error.) Was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal-hernia surgical procedure, customer reported the erbe was not firing bipolar or monopolar energy. The customer had already switched to a third-party generator. The technical support engineer (tse) stated the system logs show erbe errors c-30, c-38, and m-11. Tse recommended power cycling the erbe when able. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the case was completed robotically by using the blue cord to connect to the mdt generator. The erbe generator did not work at all during the procedure. There were several error codes that occurred as a result of the reported issue.